Manufacturer narrative:
Garcia, g. H., taylor, s. A., mahony, g. T., depalma, b. J., grawe, b. M., nguyen, j., . . . Gulotta, l. V. (N.d.). Reverse total shoulder arthroplasty and work-related outcomes. Retrieved october 17, 2017, from (B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled "reverse total shoulder arthroplasty and work-related outcomes" which was a retrospective data collection for consecutive patients who underwent rtsa between 2007 and 2013. This article identifies four (4) deaths of unknown reason. There has been no further information provided.